Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 52 mg/dl and was treated with glucose or carb intake. Customer's blood glucose value at the time of call was unknown. Customer didn't experienced any symptoms due to low blood glucose. In addition to that customer reported sensor plastic was not removed which led to cause low blood glucose. Troubleshooting was not performed and it was unknown whether the pump was used within 48 hours of reported low blood glucose event and the auto mode feature was active at the time of the event or not. No further patient complications were reported. Customer will continue using the insulin pump. The insulin pump will not be returned for analysis.